Event description:
New information received stated that the right ventricular lead also exhibited high capture threshold.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular leads chronically exhibited low lead impedance. The patient did not experience any symptoms as a result of the low lead impedance anomaly. On (B)(6) 2020, the leads were capped and replaced successfully during a scheduled pulse generator change procedure. The patient's condition remained stable throughout the procedure. Related manufacturer reference number: 2017865-2020-08134.

Manufacturer narrative:
The event should be a serious injury for additional surgery required to revise the lead.